Event description:
A report was received that the trial patient had an infection. The patient's symptoms were fever and redness. The patient's leads were explanted, and he was treated with IV antibiotics.